Event description:
On (B)(6), 2010 the customer reported when she inserted a test strip into the port of her precision xtra blood glucose meter it took a long time before turning on with the 888 display. In addition, the customer reported she was at home when she started feeling nervous, sweaty and having a tingling sensation in her fingers. The paramedics were called and the customer reported she was treated with an unknown intravenous medication, insulin and had a "blood work". The customer was reportedly transported to a medical facility where she was diagnosed with hyperglycemia and kept being treated with an unknown intravenous medication, insulin and further "blood work". There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product was requested back for an investigation. A follow-up report will be submitted once additional information is obtained.